Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Hold for kp 3.18 a customer reported high readings when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, the customer obtained a sensor scan of 120 mg/dl while in the hospital for prostate surgery. A blood glucose of 61 mg/dl was obtained on the hcp meter and the customer was treated with IV glucose. When plotted on the parkes error grid, a sensor scan result of 120 mg/dl compared to hcp result of 61 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.